Event description:
Parent went to infuse patent with anti-hemophilic factor, and went to prepare infusion items, such as gripper needle. Opened package to find that the needle on the gripper needle was bent. Dose or amount: xyntha 1000 units, frequency: every other day, route: intravenous. Dates of use: (B)(6) 2010. Diagnosis or reason for use: hemophilia a.